Event description:
It was reported that the right ventricular (rv) lead dislodged when the patient raised their arms. The lead was repositioned and remains in use. A stylet kit that was past the expiration date was used during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 implantable pulse generator 2014-(B)(6). (B)(4).